Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for oxygen regulation. The device was not in patient use. The oxygen blending module subassembly was evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module subassembly functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator was alarming for oxygen regulation. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.